Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10: hip-unk-liner-unk; item# hip-unk-liner-unk; lot# unknown . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient visited the clinic with hip complaints, and an x-ray identified a ceramic head fracture. The patient underwent surgery to replace the inlay and head, and the broken head fragments were removed. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). G2- germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : item number and lot number unknown.

Event description:
It was reported that the patient underwent a total left hip replacement. Subsequently, she is experiencing pain in her left hip without any remembered trauma, approximately 8 years post-implantation. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A definitive root cause is unable to be determined. A summary of the investigation has been sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.